Event description:
All three ports on the exactamix eva container were not connected to the inside of the bag, instead the openings were located outside the bag. Therefore, when medication was injected into the medication port, it spilled out in the hood as the port did not lead to the inside of the bag. FDA safety report ID# (B)(4).